Event description:
Pt had had bilateral mammoplasty in 1979. She complained of pain for several months prior to removal of the implants. A mammogram was suggestive of rupture of the right implant. On 2/20/95, both breast implants were removed and an organized hematoma of the right breast was evacuated. The pathology report revealed one ruptured implant and one intact implant.